Manufacturer narrative:
Batch review performed on 03 january 2019: lot 177253: (B)(4) items manufactured and released on 01 march 2018. Expiration date: 2023-02-04 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Other device involved: mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 reference 01.29.208 (k112115) lot 182035: (B)(4) items manufactured and released on 12 july 2018. Expiration date: 2023-06-25. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on january 03, 2019 hip dislocation occurred few days after primary cementless total hip arthroplasty. The pre-revision radiographic image provided shows a cup with pronounced anteversion and a stem with a rotational position (not identifiable in one projection only) which may have favoured the early luxation of the femoral head. The reason for this unusual positioning may be related to spino-pelvic analysis or to other considerations that have not reached us. Also, this patient has a lumbar stabilization that results in additional demands on hip range of motion and may in turn favour dislocation. There is no reason to suspect a faulty device. Supplier of the ceramic head informed about the issue on december 17, 2018. On december 21, 2018 they reported: protocols and certificate conformance were reviewed. The quality documents show that the values obtained on the ball head were according to the specification valid at the time of production. The component properties and the macrostructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to lack of ceramic parts further investigation cannot be done.

Event description:
The patient came in due to a dislocation of the head from the liner 3 days after the primary. The surgeon revised the head, liner and stem and the surgery was completed successfully. A superior approach was used in the primary surgery.